Event description:
It was reported that during implant attempt, the device had no pacing signal after connecting the leads. The device was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found. Grommet damage was noted, and there was foreign material in the setscrew.